Event description:
Patient called stating they would like a pocket revision because the ipg is tilted making it difficult to charge.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported that on march 29, 2024 the pt saw their healthcare provider and they were told they needed to have surgery on their pain stimulator in the upper right of their buttock.  The ins was reported to be too deep.   The pt explained that when they would try to charge they would have to push down on the antenna several times against their back, but it still "wouldn't work" for them.   The rep reported on april 5, 2024 that the doctor decided they were going to do a pocket revision.   The pt was also told to get a replacement recharger.  No symptoms reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that there were no other factors that occurred that made the ins too deep/ hard to read with tablet and communicator. The issue that has since now resolved was that the stimulator was tilting somewhat in the pocket. The patient is now able to combat the tilting with comfort and has not needed a pocket revision. The patient has been happy with therapy. Nothing has been explanted yet and no pocket revision is on the schedule.